Manufacturer narrative:
The authorized service provider (asp) was not able to repair the device; therefore, it could not be confirmed if it failed to meet specifications. The service proposal for repair has expired with no customer approval. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the phenomenon. Although the phenomenon was not reproduced, the occurrence history of "respiratory abnormality: backup alarm failure" (diagnosis code 1104) was confirmed from the event log. There may be a problem with the cpu printed circuit board assembly (pcba).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1104 backup alarm failed message. The unit kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Investigation ongoing.